Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was removed during a transurethral lithotomy procedure performed on (B)(6) 2022. During the procedure, it was found that the stent was calcified, three months after implantation. The procedure was successfully completed with another percuflex plus ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
(B)(6).